Event description:
It was reported that the monopolar curved scissors instrument was dull. No additional info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering conducted performance tests and found the scissors cut cleanly through .006" of latex. The blades are not damaged. Electrical continuity passed. Engineering observed that the distal end of the main tube had a 1.5" long section with material removed on one side of the tube. The damaged area is parallel to the tube axis and has a rough surface finish. Based on the location and appearance, the damage was most likely caused by a cannula accessory. No other damage found. Additional investigation is underway regarding the cannula accessories. A f/u MDR will be submitted if additional info is received.